Event description:
The clinician reports the implant was inserted on (B)(6) 2021 in ada 4. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, swelling, abscess and fistula. No further patient complications were reported.